Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation was able to successfully run an infusion without experiencing any alarms during the infusion session. The device was found in specification in relation to the customer reported loud alarm and returned to the initial page of the pump, which was not reproduced. The reported condition was not verified. No correction needed. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of norepinephrine with a spectrum iq pump, the pump's user interface was not responding after a "loud alarm" and an unspecified alert was generated. The event occurred during patient transfer. It was reported that ¿no button was responding", and the pump went into the medicine/surgery file. The nurse was unable to reprogram the norepinephrine and turned off the pump and then turned it back on again. It was reported the patient experienced a blood pressure drop to 55 ¿tas¿. The patient was administered neosynephrine (no further details) for the event. At the time of this report, the patient outcome was not reported. No additional information is available.